Event description:
The territory mgr reported that during a coronary artery bypass graft procedure, the dr, perforated the back of the aorta with the tip of the clamp. The event required the dr to sew the aorta at the perforation site at this time. Limited info has been made available regarding this event. No further pt complications were reported. The event reportedly occurred at a hosp.